Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited a gradual rise in shock lead impedance measurements of greater than 125 ohms. Technical services discussed options including continuing to monitor. The lead remains in service. No adverse patient effects were reported. No adverse patient effects were reported.